Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Current blood glucose level is 97 mg/dl. The customer was not treated for low blood glucose. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was using insulin pump within 48 hours. Insulin pump was not on auto mode. Insulin pump had hardware low level failures during self test. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. Insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.